Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream sensor bubbled up. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cad solis pump was returned for investigation. The tamper seal was missing, and the lens was damaged. The investigator confirmed that the seal had bubbled due to degradation. This was an issue that may have resulted from the customer using the wrong cleaning solution. A definitive root cause was not determined however. The seal was replaced to address the product problem.